Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Early in the morning the patient's spouse found the patient cold, clammy, and unconscious in bed. He called emergency medical services (ems). Upon their arrival the bg finger stick was 24 mg/dl, and paramedics administered a glucagon injection. The bg rose to 40 mg/dl and a second dose of glucagon was given. She regained consciousness and the patient was transported to the emergency department (ed) and was treated with unspecified v medication to stabilize her blood glucose. After observation and treatment for 6 hours she was discharged home in stable condition. The cgm continued to give inaccurate values cgm 173 mg/dl, bg finger stick 73 mg/dl and was removed on (B)(6) 2022. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.